Manufacturer narrative:
Reported event: an event regarding disassociation between the femoral stem and shaft involving a mets distal femur was reported. The event was confirmed by medical review and product inspection. Method and results: product evaluation and results: visual inspection: visual inspection indicates that the femoral stem is disassociated from the femoral shaft at the taper lock. The alignment lug of the femoral stem taper lock is broken off and part of the alignment lug remains in the taper lock recess of the femoral shaft. Visual inspection of the femoral stem indicates wear of the taper lock and the distal end of the taper lock. Visual inspection of the tibial component, axle, bushes and bumper did not identify any damage or non-conformity relevant to the reported event. Material analysis visual, stereological and electron microscopy examination identified wear and on the inside of the collar, the wear observed was not uniform. The wear observed was likely due to the loss of lock between the cemented stem and the shaft. The lug was observed to be fractured in the recess of the shaft, the loosing of the stem was identified as a likely contributing factor to the fatigue fracture of the lug, which fractured in fatigue due to bending motion. The cause of loss of the initial lock is not detectable due to the extent of wear damage. Clinician review: the implant in situ was for a mets distal femoral replacement, which was inserted on (B)(6) 2019. The surgeon reported loosening of the femoral prosthesis. However, during revision surgery it was confirmed that loosening is not the issue but disassociation between the femoral shaft and femoral component. The x-ray provided showed that rotating hinged component has disassociated with the tibial components and there is a fine radiolucent line at the junction between the resection level and ha collar. The retrieved implant shows that the anti-rotational lug is broken and the femoral shaft has massive wear, which indicated that the femoral principal shaft has disassociated inside the femoral component. Therefore the radiographic assessment can conform the reason for revision. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 14 sep 2017 with no reported discrepancies. Complaint based on the device identification the complaint databases were reviewed for similar events regarding disassociation. Lot ID: b18281. There have been no other events for the lot referenced conclusions: an event regarding disassociation between the femoral stem and shaft involving a device mets distal femur was reported. The event was confirmed by medical review and product inspection. The exact cause of the event could not be determined because the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by (B)(6) . If additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
The customer reported to (B)(6) that : "revision surgery needed : loosening of his right femoral prosthesis, we need to change the prosthetic stem." Update 18oct2019: it is not a loosening issue but a disassociation between shaft and stem. Update 10dec2019: the xray review confirmed the presence of "a fine radiolucent line at the junction between the resection level and ha collar".

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
The customer reported that: "revision surgery needed: loosening of his right femoral prosthesis, we need to change the prosthetic stem."